Manufacturer narrative:
(B)(4). The device was not returned for evaluation. There were no anomalies identified during the internal review of the DHR of the system console. Pneumothorax is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy. If additional information is received a follow-up report will be submitted.

Event description:
The patient suffered a pneumothorax during a superdimension procedure. The patient was treated with a pigtail catheter, hospitalized overnight with plan to discharge to home the following day. The physician did not attribute the pneumothorax to any specific tool used during the procedure. If additional information pertinent to the incident is obtained a follow-up report will be submitted.